Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose in the 600's mg/dl yesterday. Customer's blood glucose was in the 300's mg/dl today. Customer's most recent blood glucose was 383 mg/dl. Customer stated that he is working with his health care provider to adjust his settings. Customer also had issues with the sensor regarding calibration errors and a change sensor alarm. Customer declined further assistance.